Event description:
Procedure type: sigmoid resection. According to the reporter: the surgeon used 2 loads for 2 different resections. Both times it crushed and ripped the tissue. The staple line only held on the mucosa, and leaked in multiple places. The surgeon performed a diverting ileostomy and used another device to resect the rectal stump. No buttress material was used. The devices were not saved. More tissue had to be resected than anticipated. Surgical time delayed by approximately 60 minutes. Post-op diagnosis: diverticulitis. Current patient status: fine with the exception of a diverting ileostomy.

Manufacturer narrative:
(B)(4).